Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device and verified the reported issue. The se replaced the power switch overlay to resolve the reported issue. The device successfully passed testing.

Event description:
It was reported that the green light emitting diode (led) lamp on a v60 ventilator flickered. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.